Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there a surgical delay? If yes, what is the duration of the delay? N/a. B. Please confirm was there any loosening, if yes, on what interface did the loosening occurred? Tibial surface.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that pfc implants were revised due to suspected loosening at tibial surface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received: "pfc implants were revised yesterday. Reason for revision was suspected loosening". The product was not returned to j&j medtech orthopaedics, however photos were provided for review. Photos were provided for review, however the photos only show part and lot number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.